Manufacturer narrative:
(B)(4).

Event description:
It was reported that an erosion occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.